Manufacturer narrative:
The pump was received with compromised force sensor system error alarm during basic occlusion test and unable to prime at 4.0 lbs. During prime test due to loose and or protruded drive support disk. The pump had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with prime rewind. The customer's blood glucose level at the time of incident was 86mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.